Manufacturer narrative:
Follow-up #1 07/21/2011. Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 03/24/2014 with the following results: no defect was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2011 have been overwritten. The pump was tested on a delivery accuracy test; the pump passed the required test and was found to be delivering accurately and within the required specification.

Event description:
A nurse reported that the patient was admitted to the hospital on (B)(6) 2011 with blood glucose greater than 600 mg/dl and signs and symptoms of diabetic ketoacidosis. The nurse stated that the patient had received multiple occlusion alarms in the last couple days. Customer support (cs) was unable to complete troubleshooting because the nurse did not have the pump in hand and attempts to contact the patient have been unsuccessful. This report is made because the patient was hospitalized with diabetic ketoacidosis while on insulin pump therapy.